Event description:
The recipient is reportedly experiencing no sound. External equipment was exchanged and sound quality improved, however, the surgeon decided to proceed with revision surgery.

Manufacturer narrative:
Additional information: the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator was caused by a loss of hermetic seal, which was concluded from the residual gas analysis test data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.